Manufacturer narrative:
Submit date: 04/25/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer had an issue with a gauze sponge. The customer states the tops on the containers are not peeling off completely and they are having an issue with the sponges tearing apart while being used in the or. When the raytec was rubbed together it was like a small snow shower / also the weave was very loose.

Manufacturer narrative:
The device history record (DHR) for lot 16b165062 indicates that (B)(4) cases were produced on (B)(6) 2016. No issues were found in samples inspected from the lot. One case of sealed packages were received for evaluation. One bundle was shaken and excessive fibers that measured less than 0.031 inches fell from the bundle. The linting reported condition is confirmed. (B)(4) packages were pulled from the received samples to test package performance. All samples met specifications. The difficult to open is not confirmed. (B)(4) samples were pulled for tensile strength testing of gauze; tensile strength met guidelines. The falling apart reported condition is not confirmed. Woven construction of the gauze met the specifications for 20 x 10 gauze fabric for thread count. This woven construction out of specification is not confirmed. Gauze material is a natural fibrous material in which some linting may occur; however, excessive linting should not occur. The most likely root cause is that when the material is slit after the bleaching process of the material, the blades cause short fiber slits on the outside of the roll in which the existing vacuum should pick up. It may be possible that the vacuum¿s efficiency is not strong enough to pick up all the loose fibers. The exact root cause of the reported condition for falling apart, woven construction, and difficult to open could not be determined because the reported condition could not be confirmed. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, peel tests are performed package opening function, visual testing for contamination, tensile testing is perform for falling apart, and thread counts are performed for woven construction aimed at detecting the reported condition here. The lot met all defined acceptance requirements and was released. A formal corrective and preventative action investigation was opened because of linting/short fibers, and is currently in open investigation. This information will be utilized for trending purposes to determine the need for additional corrective actions.